Event description:
It was reported that a spectrum pump was not recognizing a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported of "does not recognize a closed door" was confirmed through evaluation. This deficiency was caused by a loose upper link screw. The links screws were replaced.